Event description:
It was reported that during da vinci-assisted surgical procedure, the jaws of force bipolar instrument broke in half. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip that is completely detached from its base, and it is only holds on by the conductor wire. The broken piece is hanging from the instrument. Components adjacent to this broken grip do not show damage. The complaint regarding jaws broke in half during case was confirmed by failure analysis.